Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 12, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315) type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #2: 3331 - analysis of production records type of investigation #3: 4114 - device not returned investigation findings: 3221 - no findings available investigation conclusions: 4315 - cause not established the affected sample was not returned; therefore, a thorough investigation could not be conducted. The v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. A retention sample from the same product code and lot number combination was obtained, it was visually inspected with no anomalies noted. The bipolar connector was inspected with no anomalies noted, and all electrical circuits were measured and electrical resistances were found to be stable and within the product specifications. The reported issues were not able to be replicated within the retention sample; therefore, the root cause for this event cannot be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the evh bipolar was not cutting on frequent basis. As per subsidiary, the issue was related to the cutting of the bipolar blade. They tried with another lot number and it worked and with a delay of approximate half an hour. The product malfunction did not contribute to injury or death, but there was a lot of bleeding as a result of the reported issue. Patient condition is not known. The case was completed but the proctor totally struggled during the case to be completed even he was not able to see via camera due to the bleeding. Blood loss of about 100cc. Product was changed out. Procedure was completed successfully.